Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia and requested assistance with an infusion set supply change to ensure proper use of a 23-inch, 6 mm infusion set. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Investigation included troubleshooting and education regarding infusion set use and high glucose management. Investigation of this case revealed an unclear cause for the hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.